Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Two opened and used sensors were inspected and a bicarbonate buffer test was performed. One of the two sensors failed due to no isig readings. One remaining sensor passed per specification with accurate readings. Both sensor cannulas were found bent. It could not be confirmed if the customer received the sensors in this condition because the sensors were returned opened and used.

Event description:
It was reported that the customer was having a hard time getting her sensor to communicate with her insulin pump. Her blood glucose was 120 mg/dl at the time of reporting. The aforementioned sensors are being returned. No additional information was reported.